Event description:
A customer reported to baxter (B)(4) that during preparation of cytostatic drugs, the needle inside the cytoluer pierced the injection port. It is unknown in which care area this event occurred. This resulted in leakage of the formulated drug(cyclophosphamid) before usage. There was no patient involvement or medical intervention performed. No additional information is available.

Manufacturer narrative:
(B)(4). A sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted.a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This is a product not distributed in the us and does not have a 510k number.